Event description:
A report was received through the (B)(6) indicating a charger was causing smoke. Pt information was not provided. No further information was available. Device manufacture date: (B)(6) 2010. Initial reporter: consumer reporter details withheld USA.